Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. Extracardiac stimulation was also noted which caused patient discomfort. The lead was capped on (B)(6) 2023. The patient was stable.